Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from osh, in this case, it is presumed that due to the handling of the user, unexpected stress was applied to the cable and the cable unit broke down, so the image did not appear. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china (osh). Osh checked the subject device and found that the image of the subject device was not displayed on the monitor, and the image issue was resolved when osh asset's camera cable had been connected to the subject device instead of user's camera cable. Also, it was found that there was a tear on the user's camera cable and there was a leakage through the tear. In addition, osh contacted the user facility and obtained information that low temperature plasma was used for sterilization during the reprocess at the user facility. Based on the result of checking at osh and the information from the user facility, osh presumed that the reported phenomenon was caused by the breakage of the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that the image of the subject device was not displayed on the monitor when the subject device connected to olympus video system center otv-s190, and the color bar was displayed on the monitor when the subject device was disconnected. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event.